Manufacturer narrative:
Qn#(B)(4). The device investigation is pending, and the results will be submitted in a follow-up report. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that on ((B)(6)2020, a clip was found broken during lateral prostatic ligament ligation. It involved one piece. Another clip was used.

Manufacturer narrative:
Qn#(B)(4). The customer returned one broken clip from (B)(4) unit of 544240 hemolok l clips (B)(4)/cart (B)(4)/box for investigation. The broken clip was visually examined with and without magnification. Visual examination revealed that the clip was broken at the hook leg near the hook bosses. The sample appeared used as there was biological material on the cartridge. The root cause for the broken leg could not be determined. There are no indications that the leg broke due to a manufacturing issue. It is possible that the leg broke due to improper loading or by using damaged/misaligned appliers, but this could not be confirmed due to the limited complaint information provided. The appliers were not returned for investigation. A dimensional inspection was not required as a part of this complaint investigation and a functional inspection could not be performed due to the damage to the returned clip. The device history review for the product hemolok l clips (B)(4)/cart (B)(4)/box lot# 73e2200559 investigation did not show issues related to complaint. The IFU states, "always check the alignment of the applier jaws before use. When closed, jaw tips should be directly aligned and not offset. Alignment of the jaw is critical for safe application of the clip. If this is not done, patient injury may occur. Proper maintenance, care and cleaning are necessary to ensure proper function. A corrective action is not required at this time as the root cause could not be determined. Teleflex will continue to monitor and trend on complaints of this nature. The reported complaint of broken/detached parts - clip - leg was confirmed based upon the sample received. A clip was returned broken at the hook leg near the hook bosses. It is unknown how the returned clips were handled during use and the appliers were not returned for investigation. Therefore, based upon the damage observed and the information provided, the root cause could not be determined. Teleflex will continue to monitor and trend on complaints of this nature.

Event description:
It was reported that on 11 nov 2020, a clip was found broken during lateral prostatic ligament ligation. It involved one piece. Another clip was used.